Manufacturer narrative:
An event of disc protruding into aorta was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Two images were received from field that appeared to show 04-02 mm device implanted intra-ductal. The position of the superior edge of the aortic disc was close to the aortic lumen. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 4 mm x 2 mm amplatzer piccolo occluder was implanted in a 980 gram patient with the following measurement: pda diameter on the pulmonary artery end was 2.5 mm and on the aortic end was 3.0 mm. The overall pda length was 7.0 mm. The piccolo device was positioned within the pda. It was noted that 19 days post-operatively it was noted that the infant had flow acceleration within the aorta with a doppler velocity of 2.1 meter/second. The infant was taken to the operating room with plans to remove the disc which was protruding into the aorta; however, due to intra-operative concerns for bleeding a decision was made to close the infant and not attempt to remove the disc. At one-month post-implant the infant remains in stable condition and will continue to be monitored in the neonatal intensive care unit (nicu). No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.